Event description:
Pain on both sides of the implants, sick since the first symptoms appeared, taking medication for my back pain my implants are too heavy and psychologically I being rejected them from day one after the surgery that I cried for hours for the size the doctor comment was they are swallowing and never did, zero filling in my nipples and breast at it, never again be able to wear anything open on my front chest area because the size of my implants are so big and now on top off that my health issues and the impossibility's of my family doctor to find a surgeon who can give me an advice or remove the implants from my body. FDA safety report ID # (B)(4).